Manufacturer narrative:
Pc(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a previous right total hip using pinnacle metal on metal with an srom construct. Patient has presented with pain and brought to the operating room for a right total hip revision. The metal pinnacle ultamet liner was explanted, as was the metal head. An altrex liner was placed. Corrosion was present on the stem trunnion. Due to the fact that depuy does not manufacture titanium sleeved heads for 11/13 taper, the surgeon was alerted to the fact that a new ceramic head would be off label use. The surgeon understood that the use of a ceramic head on a used trunnion was considered off-label, and proceeded to implant a new ceramic head onto the used trunnion. Doi: 2004; dor: (B)(6) 2018; right hip.